Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy after resetting the pump cleared the alarm, but also had alternate methods of insulin therapy if needed.